Manufacturer narrative:
Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. Intraoperatively the lens was removed and replaced with a longer length lens and the problem resolved. Cause of the event was reports as unknown.